Event description:
It was reported that the patient presented in the hospital. It was noted that the right atrial (ra) lead exhibited low pacing impedance and low p-wave amplitude variation. Patient was brought into clinic. Programming changes were made resolving the issue. The patient was in stable condition.